Manufacturer narrative:
Product ID: 37092, lot# 280900001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n272363, implanted: (B)(6) 2011, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 355531, lot# n289295, implanted: (B)(6) 2011, product type: screening device. (B)(4).

Event description:
It was reported that the patient was concerned, he was charging more when not using the device. The patient was concerned for winter because he used it more in colder weather and would be recharging more than expected. The current battery voltage was 3.950v. Group impedance was as follows: a1 449 ohms and a2 638 ohms. Electrode six was out of range but was not used. The programming was as follows: a1 = 2-3+5+, 3.3v, 450 pulse width and a rate of 9hz, a2 = 0-2+, 4.9v, 390 pulse width, and a rate of 9hz. The longevity calculation was eight weeks from 0-100%. It was not certain if this was normal depletion. The patient had an average coupling of between seven and eight. Later, the manufacturer representative noted that they had not seen or heard from the patient since the last meeting. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.